Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for the generator exchange. Prior to the procedure, the physician noted that the right atrial (ra) lead was oversensing noise. The patient was asymptomatic. The physician capped and replaced the ra lead on (B)(6) 2021. The patient was stable throughout the procedure.